Event description:
Initial report stated the balloon broke upon insertion. No further details were made available; however, the eval results for this product determined that an aneurysm was present in the balloon membrane. It is unlikely that the iab was inserted in the pt at the time of incident. It was reported that the pt was not injured as a result of this incident.